Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (medical device problem code).

Event description:
(B)(6) an ICU rn, called for assistance with a timing question on a cardiosave during use. Jacqueline stated that so the patient is in 1-1. Esp personnel went to print a strip and it looks like the waveform on the monitor looks unusual but it looks like the timing is off. It looks like early inflation in 1-1 and early deflation in 1-2. Jacqueline sent esp personnel images of the strip which appeared that the balloon was staying inflated through the next trigger event. She also shared an image of the monitor screen which showed some whip present in the fo arterial waveform and an augmented diastolic pressure that was very close to both assisted and unassisted systolic pressures. The patient was also tachycardic in the 110s. Troubleshooting included flushing the iab with the pump in standby replacing the electrodes with proper placement and verifying placement on the last chest x-ray. The flush made no changes to the waveform the electrode replacement improved the augmentation by 7 points but the timing was unchanged. When reviewing the most recent chest x-ray there was no mention of the iab placement and a stat chest x-ray was ordered. Esp personnel explained why a mispositioned iab can cause whip in the arterial waveform and how that can also affect timing. While waiting for the imaging to be performed esp personnel walked jacqueline and the charge nurse through checking the timing using pressure trigger which also made no improvements to therapy outcomes. The bedside team stated they had no facility policy for checking timing and esp personnel also walked them through finding appropriate timing in semi auto mode using inflation and deflation marker adjustments but the patient became tachycardic. We opted to put the pump back into auto mode ECG trigger and wait for the new chest x-ray to be performed and read by the radiologist. After the imaging was performed the radiologist impression read that the iab was generally located in the descending aorta but did not specify intercostal spaces. Esp personnel encouraged the bedside team to reach out to the attending to verify correct placement and review the plan of care with them for further intervention. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name:(B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. The potential likely root cause is suboptimal or uncertain intra-aortic balloon (iab) positioning, contributing to arterial waveform distortion (whip) and inaccurate timing assessment. Improper positioning can lead to unreliable pressure waveforms and apparent timing abnormalities, even when the device is functioning as designed. Contributing factors include patient tachycardia, arterial waveform artifact, and limitations in waveform signal quality, which complicated accurate timing interpretation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.